Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had blacked out due to low blood glucose after changing their infusion set. The adverse event had resulted in an automobile accident injuring people and totaling vehicles. They were hospitalized. No further details were given. The insulin pump and infusion set will not be returned for analysis.